Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2mr balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed a pinhole at the markerband. There was blood and contrast in the inflation lumen, blood in the guidewire lumen, and the balloon was loosely folded. Product analysis confirmed the reported event.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 1.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported, and the patient condition was good post-procedure.